Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that blood glucose was not transferring to the insulin pump and the customer was entering it manually. The blood glucose reading was 441 mg/dl. The customer attempted to treat with a bolus but stated that the bolus was not delivered due to not pressing heavy enough. The customer declined troubleshooting for high blood glucose.